Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported "surges of power" after a manufacturing representative (rep) programmed about 2 weeks ago. She walked out of the dr. Office and the surges were so strong she was staggering and almost fell. She had therapy shut off because it was so uncomfortable. The location of symptoms was reported to be all over. This was considered a sudden change in therapy. The patient was on program a and she fell because the stimulation was at 3.9 volts and then ramped up to 7.9 volts. She was afraid to turn on stimulation. She was also looking to change the pulse rate as well. When the stimulation was changed, the patient was standing and it was 3 .9 volts after 5 minutes, it jumped backed to 7.9 volts and she was still getting the jolts. The rep called in on (B)(6) and reported the stimulation output did not change as expected for the patient's adaptive stimulation therapy. This was considered a sudden occurrence. The stimulation increased to 7 volts, "surging" when she walks and once in bed. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from the consumer reported a shocking sensation. The patient was walking across the street when they felt stimulation turn on/off. The stimulation change being reported was related to positional movement. The patient was getting stimulation wasn't getting the results that she wanted. The patient got shocked when she stood up so they turned it off. The patient was walking across the road and all of a sudden it was shocking her and they checked it and it was moved up to 7. They called the manufacturing representative and they took it off the adaptive stimulation and now the patient really feels pain free since she had the device in. The reporter stated that this occurred probably 2 months ago. The manufacturing representative took the adaptive stimulation off after the shocking and stated that they met with the manufacturing representative in (B)(6) 2015. The manufacturer representative reported that no diagnostics were done and none were planned. Adaptive stimulation was disabled and the patient was given the ability to adjust the rate, per the patient's request. The patient also wanted to change the frequency. The outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.